Manufacturer narrative:
The following fields were updated per additional information received: a2, a4, b1, b2, b5, b6, b7, d1, d4, g5, h4 and h6. Investigation the following allegations have been investigated: vena cava/organ perforation, occlusion/collapsed filter, abdominal/leg/low back pain, leg swell, limited mobility. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported abdominal/leg/low back pain, leg swell, limited mobility are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant in (B)(6) 2010 via right common femoral vein due to post deep vein thrombosis (dvt). Patient is alleging vena cava/organ perforation. The patient further alleges abdominal pain, leg swelling, leg pain, lower back pain and inability to stand or walk for more than 5 minutes without having to sit down, limited activity, compressed/collapsed filter. Patient alleges a (suspected unsuccessful) percutaneous device retrieval on (B)(6) 2013 due to complications. (B)(6) 2010, per a report from venogram; ¿impression: 1. Significant lysis of thrombus from the popliteal vein. Therefore, the indwelling catheters including the sheaths were pulled out. The patient should be on heparin and then converted to coumadin for at least six months. 2. The indwelling temporary ivc filter could be removed in two to three weeks.¿ (B)(6) 2013, per a report from venogram; ¿impression: 1. Via bilateral femoral vein access, bilateral iliac venography shows chronic occlusion of the bilateral iliac venous system and also occlusion of the ivc up to the level of the indwelling optional ivc filter.¿ (B)(6) 2019, per a report from computed tomography (CT); ¿findings: the filter is not contained within the lumen of the stents but is apparently alongside the stents. The apex of the filter is about 2 cm below the level of the renal veins and the filter appears compressed and essentially collapsed. The struts of the filter extend beyond what I believe to be the wall of the vena cava at least 4-5 mm and to the left side one of the struts appears to be virtually completely outside of the wall of the vena cava. No fracture of the stents or the filter can be identified. The struts that do extend beyond the wall of the vena cava do not impact other abdominal structures.¿

Manufacturer narrative:
Occupation: non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
It is alleged that the patient received a gunther tulip on (B)(6) 2010. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.